Event description:
It was reported that a revision surgery was performed due to a peri prosthetic fracture.

Manufacturer narrative:
The metal transfer and damage on the femoral head indicates contact with the ti-alloy acetabular shell either during in-vivo use or implantation/extraction. Features observed on the articular surface of the liner were likely from third-body debris secondary to the peri-prosthetic fracture.